Event description:
The physician claims that the initial device was implanted in (B) (6) of 2000. In (B) (6) of 2007, the physician detected a palpable small tumor mass at the bifurcation of the device. In (B) (6) of 2007, it was noticed that the mass grew larger to 7 x 6 cm, at which time the physician decided to replace the device with a new one. The device used to replace the initial graft has not been reported at this time. Additional information received on (B) (6) 2009: it was reported that the tumor observed was just a blood tumor, therefore, it is not believed that the case derived due to a product failure. Additional information received on (B) (6) 2009: the procedure was completed with another of the same device. The device upn and batch used to replaced the initial graft have not been reported at this time. The patient's condition was reported as no problems.

Manufacturer narrative:
Being investigated. Additional information requested. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. (B) (4).